Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to replicate the error at startup. The fse reviewed the logs and confirmed error 23062 noted multiple times historically. The error 23062 indicated 3-phase motor response mismatch (current/voltage/speed vs. Expected), commonly linked to motor, encoder, amplifier, or connection issues. As a precaution, the universal surgical manipulator (usm) was replaced. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The usm was analyzed and the reported 23062 error was confirmed and replicated. The 23062 error was found in the system error logs pointing to usm_d0, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed and tested onto a patient side cart fixture test platform (pftp) and failed sine cycle test with 23062 error triggered in the logs, replicating the reported event. Upon opening the carriage for inspection, all cable connections looked good and fully seated. After dof5 rotor and dof5 stator were replaced with the good ones, the 23062 error was cleared and the usm was able to pass all the tests. Fa identified dof5 rotor and dof5 stator to be the root causes of the reported event. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted endometriosis surgical procedure, the customer encountered a recoverable error 23062 on universal surgical manipulator (usm) 3 every time they went to install the drape. The error first appeared earlier when installing the carriage drape. They recovered from the error, but the error returned when attempting to install an instrument. The technical support engineer (tse) walked the caller through a hard power cycle on the robot with no change. There was no reported injury.